Manufacturer narrative:
Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Citation: lee, y., choi, h. I., bae, s., chung, h. S., kim, j. Y., & lee, h. (2024). Analysis of intraocular lens decentration and tilt after femtosecond laser-assisted cataract surgery using swept-source anterior optical coherence tomography. Heliyon, 10(9). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: analysis of intraocular lens decentration and tilt after femtosecond laser-assisted cataract surgery using swept-source anterior optical coherence tomography a retrospective observational study was done to evaluate and compare the magnitude of intraocular lens (iol) decentration and tilt following conventional and femtosecond laser-assisted cataract surgery (flacs) using sweptsource anterior optical coherence tomography (ss-oct). A total of 100 eyes of 100 patients underwent either conventional cataract surgery (n=50 eyes) or flacs (n=50 eyes) using the catalys precision laser system (johnson & johnson) and all eyes were implanted with the hydrophobic 1-piece monofocal eyhance non-toric iol (johnson & johnson). At one-month post-op in the flacs group, decentration and decentration axis were reported with a mean ± standard deviation of 0.21 ± 0.13mm and 85.40 ± 105.52 degrees respectively while tilt and tilt axis were reported with a mean ± standard deviation of 4.64 ± 1.48 degrees and 303.24 ± 96.90 degrees respectively. At one-month post-op in the conventional group, decentration and decentration axis were reported with a mean ± standard deviation of 0.30 ± 0.12mm and 275.00 ± 114.86 degrees respectively while tilt and tilt axis were reported with a mean ± standard deviation of 5.03 ± 1.35 degrees and 273.54 ± 118.77 degrees respectively. In the flacs group, glare and halo were reported with a mean ± standard deviation of 1.26 ± 0.66 and 1.15 ± 0.36 respectively while in the conventional group, glare and halo were reported with a mean ± standard deviation of 1.84 ± 1.16 and 1.93 ± 1.03 respectively. There are no indications in the article of any interventions provided.